Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial paced beats, which resulted in a brief period of pacing inhibition. This observation was made during the implant procedure. The physician elected to decrease the atrial outputs, which reportedly corrected the oversensing. To date, there have been no reported patient symptoms associated with this clinical observation.

Event description:
Guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial paced beats, which resulted in a brief period of pacing inhibition. This observation was made during the implant procedure. The physician elected to decrease the atrial outputs, which reportedly corrected the oversensing. To date, there have been no reported patient symptoms associated with this clinical observation. The device was explanted for normal battery depletion and returned for standard analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.